Event description:
It was reported that during a routine follow up and pacemaker interrogation, the physician noted noise and farfield signals on the atrial electrogram (egm), which were oversensed by the device. It was discussed that most of the time, the signals fall on the blanking period, but sometimes they are seen, causing inappropriate mode switching. This observation was already known by the physician, and it was discussed that replacement of the right atrial (ra) lead is recommended, as it has been in service for more than three decades. Noise was reproducible with certain muscular movements, and the ra lead is currently set to unipolar configuration. Other electrical measurements from the right ventricular (rv) and ra lead were found to be within normal limits. The physician has decided that this device will be replaced and during that procedure, evaluation of the ra lead will be performed. Of note, the implanted ra lead is a non-boston scientific product. No adverse patient effects were reported. The device remains in service.